Event description:
The customer obtained back to back readings of 109 mg/dl and 240 mg/dl on the suspect device. No controls were run. No changes to medications and no treatment required for the suspect results. Return requested and replacement was sent.